Event description:
Patient had surgery on (B)(6) 2020. A morphine pca was ordered as follows: bolus dose = 0, patient administered bolus = 2 mg, basal rate = 0, lockout interval = q 10 min, 1 hour limit = 10 mg. The pump was programmed as ordered, tubing primed, and order and medication verified with a second rn, and connected to the patient at 1345 and start was pressed so as to be set and available when the patient needed it. The screen displayed a remaining volume of 95 ml. At 1440 the patient remained very lethargic and her oxygen saturations dropped from 100% to 80%. At that time it was discovered that the bag of morphine had emptied into the patient despite no doses being administered and the volume displayed on the pump screen remaining at 95 ml. An interrogation of the pump was performed showing that the pump was set correctly by the user and did not record any volume being administered. It is unclear whether there was a malfunction of the pump or the tubing. Patient had intervention with oral and nasal airways and 100% nrb oxygen administration. She was admitted to the ICU overnight for increased observation due to decreased level of consciousness and was discharged home the next evening. The tubing used was moog curlin infusion administration set, reference # (B)(4), lot# cf2012203. The pump will be sent back to the manufacturer for evaluation. FDA safety report ID# (B)(4).